Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the customer reported problem. During evaluation, the service engineer reported there was no voltage output from the power supply. The service engineer replaced the power supply to address the finding and reported problem. Applicable final testing was performed per operating specifications. The field service engineer noted both the back up battery and external batteries depleted. The customer declined replacement of the batteries.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
The back up and external batteries were depleted. The customer declined replacement of both batteries.